Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Identified a blown fuse (f2) on the power control pcb. Replaced the power control pcb. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that at the end of a case, when the 9800 system was going to be pulled out of the room, the monitor went black and the system now will not boot. There was no report of pt injury.